Manufacturer narrative:
(B)(4). One unused companion sample, in an un-opened package, was received for evaluation. A visual inspection was performed with no issues noted. Leak testing, clear passage test, and clamp function test were performed with no issues noted. A review of all batch record documents was performed for lot number h12a16026 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be unavailable for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life pd transfer set with twist clamp leaked. This occurred during automated peritoneal dialysis (apd) therapy, while the twist clamp was closed and after the minicap was removed. A nurse then replaced the transfer set. The reporter provided the following background information: the patient had been performing peritoneal dialysis therapy since (B)(6) 2013 and had been using the transfer set for approximately 6 months, a few days before it was to be replaced. Cleaning solutions were not used with the device, there was no history of difficulty in opening or closing the twist clamp, caregivers had assisted the patient in opening or closing the twist clamp, and nothing occurred that may have damaged the device. There was no patient injury or medical intervention associated with this event. No additional information is available.